Event description:
Qcpr device had a mechanical failure, a compartment cover on the back of the device broke at the screw attachment points. This made the device come loose and it was unusable for CPR measurements. Diagnosis or reason for use: cardiac arrest required CPR. Event abated after use shopped or reduced? Yes.